Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was damaged. Customer's blood glucose level was 305 mg/dl. No additional information was received regarding the event.